Manufacturer narrative:
It was reported that the hl20 pump displayed the error message "head". No harm to any person has been reported. A getinge field service technician (fst) was onsite and investigated the unit in question. The technician checked the device and found that the motor was defective. The defective motor was replaced. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. Thus the reported failure could be confirmed. The reported failure was investigated in a similar complaint at the manufacturer. The affected motor was investigated on 2022-09-09 by getinge life cycle engineering as follows: the rpm (roller pump module) motor consists of two main components, the motor itself (baumüller gdm100n2-396/0750) and a tachometer (baumüller ghts 406) connected to the motor drive unit. The tachometer generates a dc voltage signal that is proportional to the speed and is used to control the motor to the target speed set by the user. In the event of deviations between the target and actual speeds, the control system first attempts to adjust the speed of the motor to the target by regulating the motor. If this is not possible, the motor is stopped by the control system and the message "error head" will be displayed. During visual inspection no abnormalities were found on the affected motor especially the cable for power supply. A functional testing was also performed and the reported error message could be reproduced and a defective motor tacho was identified as the root cause. Even when the motor is not turning, the tacho produces a signal that corresponds with a high speed. The most probable root cause could be determined as a defective motor tacho produces a faulty speed signal. The device in question was manufactured on 2014-12-09 the review of the non-conformities during the period of 2014-12-09 to 2023-05-31 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 pump displayed the error message: "error head". No harm to any person has been reported. Complain ID: (B)(4).